Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the patient's pain complaints could not be determined.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient later reported ongoing si joint pain. The surgeon believed the superior positioned implant may have been loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. The implant was difficult to remove as it was solidly fixed in bone and was not loose. The surgeon did not indicate that the implant was malpositioned. He then replaced it with a larger implant of the same type. The status of the patient following the revision procedure is not known.